Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer forgot in enter the blood glucose value into the bolus menu screen. Subsequently, the pump calculated and delivered a larger bolus than the customer had intended taking. The customer's blood glucose was 193 mg/dl. Reportedly, the customer stopped all insulin delivery before the extra insulin was delivered. Tandem technical support reminded the customer how to properly stop a bolus delivery.